Manufacturer narrative:
Section a: there was no patient involvement. Manufacturer's investigation conclusion: the reported event of a backup battery cover screw breaking was confirmed via evaluation of the returned system controller. The cover screw closest to the driveline locking feature on the controller was unable to be unscrewed. Visual inspection of the screw found the head of the screw removed. The other screws were in unremarkable physical condition and could be removed without issue. Aside from the broken screw, the system controller functioned as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the screw top of the system controller broke off during tightening using normal force, leaving the rest lodged inside the system controller. It was also observed that the top screw under the small cover was loose. The device was never in contact with patient. The system controller was replaced.